Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found blood on the black polymer coating and core and no contrast visible, consistent with the wire being advanced into the anatomy as reported. The reported separation was confirmed. The core and black polymer coating were separated 28.8cm distal to the proximal end of the coating. The black polymer coating material was jagged at the separation. The separated portion was not returned, consistent with the reported information that the separated tip remained in the occlusion. There was a kink in the core 2cm proximal to the separation. There were two bends in the core 2mm and 1.7cm proximal to the separation. There was no other damage noted to the guide wire. The inability to cross a lesion can be affected by numerous factors including, but is not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, it appears that the lesion characteristics contributed to the crossing difficulty. Scanning electron microscopy (sem) analysis suggests that the core failure may be attributed to a ductile overload near a bend. Additionally, the coil failure may be attributed to a ductile overload. An overload of this type suggests the core was exposed to forces consistent with those applied through pulling, torquing and/or manipulation. A wire being over pulled or over torqued would require the tip to be trapped, possibly within another device or in the anatomy in order to create the required forces to cause a core failure. In this case, it is likely that manipulation on the tip of the wire during the attempts to cross the occlusion with force. Unsuccessful snare attempts were made to retrieve the tip, prolonging the procedure. Ultimately, the procedure was aborted and the tip remains in the occlusion. Reportedly, force was used while attempting to cross, it should be noted that the product instructions for use (IFU) warns: do not push, auger, withdraw, or torque a guide wire that meets resistance. It could not be determined that the use of force to advance the guide wire caused the separation. The additional bends and kinks noted on the returned wire are likely the result of pushing against resistance and/or handling. Overall, the difficulty crossing, subsequent core separation and additional bends and kinks appear to be related to case circumstances and there is no indication of a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Four unopened sterile ht winn guide wires with the same part and lot number were returned. There was no damage noted to the returned sterile guide wires. The tips were tugged on, confirming that the core was intact. Manufacturing inspects 100% of the guide wire tips after they are loaded into the dispenser, and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Manufacturer narrative:
(B)(4). (Excessive force) the device was received. Investigation is not yet complete.

Event description:
It was reported that during recanalization of a peroneal artery occlusion, force was applied when attempting to advance the winn guide wire through the occlusion and the tip separated. Unsuccessful snare attempts were made to retrieve the tip, prolonging the procedure. The procedure was aborted. The tip remains in the occlusion. The patient is reported as fine and hospitalization was not prolonged. Though requested, additional information was not provided.